Event description:
Complainant alleged that during routine shift check by a clinician, the device displayed a "discharge fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.